Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the grips could not open or close properly due to a broken cable. One grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment was sticking out at the instrument's wrist. Other cables at the instrument's wrist were not damaged. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the user facility identified an issue with the mega suturecut needle driver: the instrument tips would not approximate. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.